Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "I guess doctor doesn't use this. Is this why I am still in pain. After 15 months of my replacement, nerve damage. Still using a walker and have pain. What to do?"